Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported the events log displays post digital-analog or analog-digital error. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty resistor within the assembly (r608). The measured voltage at r608 is shorted open. This issue will be internally investigated within carefusion.